Manufacturer narrative:
Section was updated. Based on information received from the customer, the initial result of 0.227 coi was reported outside of the laboratory. The external laboratory used the bio rad elisa method. It was also clarified that the original sample was repeated on (B)(6) 2017 with a result of 0.192 coi. It was initially stated that the result from (B)(6) 2017 was from a new sample.

Manufacturer narrative:
The patient sample was submitted for investigation. The sample was tested by fujirebio inno-lia (B)(6) I/ii method and the biorad new lav blot method. Both results were indeterminate. A specific root cause was not identified. Taking all the results into account, the sample is most likely from an (B)(6) negative person with a capability of cross-reactivity to (B)(6) antigens. Real (B)(6) positive samples are reactive to a broad range of (B)(6) specific antigens. The reactivity pattern in 2 different confirmatory assays was completely different and only faint/weak bands were visibile.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of (B)(6) results for 1 patient sample tested for elecsys (B)(4) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The initial (B)(6) combi result from the e411 analyzer was (B)(6). The sample was repeated on the same analyzer and the result was (B)(6). The actual result was not provided. The sample was sent to an external laboratory where the (B)(6) combi result by an unknown method was (B)(6). The actual result was not provided. On (B)(6) 2017 a new sample was obtained from the patient and the result from the e411 analyzer was (B)(6). There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4). Calibration and quality controls at the time of the event were within the expected ranges.